Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex on (B)(6) 2016 and ventralight st on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the patient sustained injuries on (B)(6) 2017 and (B)(6) 2018. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed incarcerated umbilical hernia thereby underwent open repair with implant of ventralex mesh (device #1). Per operative notes, ¿ the hernia sac was identified and dissected. A ventralex mesh (device #1) was placed and sutured.¿ (B)(6) 2017 - patient was diagnosed with ventral hernia and intraperitoneal adhesions thereby underwent open repair with removal of ventralex (device #1) and implant of ventralight st mesh (device #2). Per operative notes, ¿ the hernia sac was identified and dissected. The adhesions of the anterior abdominal wall were removed. The ventralex mesh (device #1) was removed and ventralight st mesh (device #2) was placed and tacked.¿ (B)(6) 2018 -patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with implant of ventralight st mesh. Per operative notes, ¿multiple adhesions and hernia were reduced. The previously placed mesh (device#2) was noted. The ventralight st (device #3) was placed and tacked.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-feb-2015) is considered to be a best estimate. This supplemental emdr represents the bard/davol ventralex (device #1). An additional supplemental emdr was submitted to represent the bard/davol ventralight st (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralex (device #1). An additional emdr was submitted to represent the bard/davol ventralight st (device #2). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex on (B)(6) 2016 and ventralight st on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against both devices. It is alleged that the patient sustained injuries on (B)(6) 2017 and (B)(6) 2018. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.